Event description:
During an in-clinic follow-up, x-ray imaging revealed the left ventricular (lv) lead was dislodged due to twiddler's syndrome. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddlers syndrome. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification.